Event description:
A doctor reported the laser stuttered and stop during a photo therapeutic keratectomy (ptk) procedure. The patient's eye was centered and pupil tracking was at 99%. Surgery was completed. Additional information has been requested.

Manufacturer narrative:
Based on review of very limited information, the root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested.